Event description:
It was reported 6 months postoperatively following an occipito-cervical spinal procedure, radiograph image revealed two polyaxial screws have broken. There is no report of patient symptoms.

Manufacturer narrative:
The implants remain in situ. Neither the part number nor the lot number were provided; therefore, a review of device history records cannot be performed. A radiograph image confirmed the event. There is no report of plans for revision surgery. The root cause is unknown. If additional information and/or the device is provided, a supplemental report will be submitted. Labelling review: warnings/cautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: 1. Patient should be informed and compliant with the purpose and limitations of the implant devices. 2. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are possible consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. 3. In the case of delayed, mal-, or non-union of bone, the patient must continue to be immobilized in order to prevent bending, dislocation, or breakage of the implant devices. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.